Manufacturer narrative:
B5: a healthcare representative reported following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive change overt time, intermittent angle closure with elevated iop. The lens was exchanged for a shorter length lens. Cause of the event was reported as patient related factor. There are multiple medical device reports associated with this patient. This is report 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. It should be noted that the surgeon selected a different lens size than that suggested by the icl software. Therefore, there is not enough safety and effectiveness data to support implantation in this patient category. This issue will continue to be tracked and trended as part of the normal dsc meetings and CAPA monitoring. If a significant trend is identified, then the issue will be escalated for further action. D6b: (B)(6) 2025. D9: (B)(6) 2025. E1: (B)(6). E2: health professional. E3: physician. G3: 19-feb-2025. H6: 2137 blurred vision; 4629 device replacement. Claim (B)(4). See claim (B)(4) for fellow eye.

Event description:
A healthcare representative reported following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive change overt time, intermittent angle closure with elevated iop. The lens was exchanged for a shorter length lens. Cause of the event was reported as patient related factor. There are multiple medical device reports associated with this patient. This is report 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. It should be noted that the surgeon selected a different lens size than that suggested by the icl software. Therefore, there is not enough safety and effectiveness data to support implantation in this patient category. This issue will continue to be tracked and trended as part of the normal dsc meetings and CAPA monitoring. If a significant trend is identified, then the issue will be escalated for further action.

Manufacturer narrative:
(B)(4). See claim (B)(4) for fellow eye.

Event description:
Dl a healthcare representative reported following an implantable collamer lens (icl) implantation procedure, the patient experienced residual refractive error, intermittent angle closure with elevated iop. The lens remains implanted. Cause reported as patient related factor.

Manufacturer narrative:
B5: a healthcare representative reported following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive change over time, intermittent angle closure with elevated iop. The lens was exchanged for a shorter length lens. Cause of the event was reported as patient related factor. There are multiple medical device reports associated with this patient. This is report 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. Visian icl is contraindicated for those less than 21 years of age. This issue will continue to be tracked and trended as part of the normal dsc meetings and CAPA monitoring. If a significant trend is identified, then the issue will be escalated for further action. Claim (B)(4). See claim (B)(4) for fellow eye.

Manufacturer narrative:
H4: 05/18/18. Claim# (B)(4).